Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence; the trial began on (B)(6) 2021. It was reported that the trial patient was in the hospital when answering the phone and would like a call back. (B)(6) 2021: additional information was received from the patient. They reported that the patient's bowels were stuffed up, but they were going to the bathroom. The patient got real sick due to the bowel back up. They were having therapy and was in the hospital wanting to call to cancel and reschedule the procedure of the permanent implant. They will get the stimulator put in. The healthcare professional (hcp) gave the patient something real soft and the patient had a bowel movement. They did not know the name of the medication and is feeling a lot better now. The patient mentioned gaining about 10 pounds.